Manufacturer narrative:
Product evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found lens haptic torn and bent and residue on lens surface. Implant/explant date: corrected from "(B)(6) 2019" to "(B)(6) 2019" for initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that while injecting a 12.6mm, vticmo12.6, -16/2.5/085 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (b)(60 2019 the lens tore. The lens was removed immediately, no patient injury. A replacement lens was implanted on (B)(6) 2019 and the problem was resolved. Patient is doing well and happy.